Event description:
It was reported that, the dark gray piece connected into the control module to separate the reusable tubing set and the vacuum pressure inside the control module is non-functional. There have been no interruptions in the breast biopsy. No pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.